Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. There is a warning to keep a spare back up controller available at all times. If there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Description of the controller display error: "the light that did not light up was battery indicator #2, the 3rd square (when it drops to 50% the two squares should light up yellow, 1 out of the 2 squares would not light up)". (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a component (overlay/display) failure. This resulted in ailure to represent battery charge levels of between 50%-75% capacity on power connector ps2. The confirmed failure is related to the reported event. The actual root cause could not be determined. However a manufacturing/component defect was identified (green led failure). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that when in the clinic the patient stated that one of the lights on the controller does not light up. The controller was exchanged at the site and the site states that the issue was resolved with the exchange of the controller. There was no effect on the patient.